Event description:
Clarification was received regarding this event. During the revision, after the increased threshold measurements and decreased sensing measurements were noted, a new pace/sense lead was implanted. The chronic pace/sense portion of this lead was surgically abandoned. However, post procedure, the same error message was received. A decision was made to replace the device. Post procedure, acceptable measurements were obtained and it was thought the issue was resolved. This device was returned for analysis.

Manufacturer narrative:
According to available information, this device will be returned for analysis. Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
A visual inspection of the device, upon receipt, noted two arc marks on the titanium case. Pacing and sensing functions were verified. Review of the stored memory confirmed two shorted lead indicators were recorded by the device on (B)(6) 2011. The device charged to deliver a 31 joule shock each of the two times; however, the shocks were not delivered due to errors of "lead impedance less than minimum". The next time the device completed an automatic capacitor reformation, a charge time out occurred and end of life (eol) was declared. An x-ray of the device was performed, revealing the plasma fuse was damaged, consistent with excessive electrical energy. The damaged plasma fuse prevented the capacitors from charging within 45 seconds. Analysis concluded the related lead most likely shorted to the device case, damaging the plasma fuse, leading to the reported clinical observations.

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed increased right ventricular lead threshold measurements and decreased sensing. In addition, noise was revealed. A decision was made to implant a defibrillation lead. Post implant, the lead displayed acceptable lead measurements. However, when this device was interrogated, an error screen indicated a shorted lead indicator and the shock impedance was less than twenty ohms. A revision procedure was performed. The lead was removed and replaced. When the replacement lead was reconnected to this device, the same error message was received. A decision was made to replace this device. Post procedure, acceptable measurements were obtained. It was thought the issue was resolved.